Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, intermittent capture and loss of capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.